Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1u29x, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that contact 3 appeared to be spread from contact 2, as a result of the lead boot set screw. Impedances were checked and were all in range. No interventions were taken to resolve the issue and the issue was not resolved at the time of the report. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.